Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose, and it was treated with manual injections. Troubleshooting was performed. Verified time, date, and programming on the insulin pump and they were correct. The customer stated that the infusion set was changed and it did not resolve the problem. During the call the customer stated that she was in the hospital due to an infection in the pelvis. An infusion set was not available to continue testing. No further information was provided.